Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing disconnected from the quick release while sleeping. The patient's blood glucose level was 303 mg/dl and she self-treated high blood glucose level with manual injection. The site location was once her right thigh, once her right abdomen and the other one was at the left abdomen. The pump was on the same side in relation to the site. The infusion had been in use for 1 to 2 days and the infusions were stored at the patient's house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.